Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that the battery was depleting prematurely. Therefore, technical services (ts) recommended device replacement which has been scheduled. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that the battery was depleting prematurely. Therefore, technical services (ts) recommended device replacement which has been scheduled. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this device was explanted. A new s-ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Engineering analysis of device data confirmed that the battery was depleting prematurely. Therefore, technical services (ts) recommended device replacement which has been scheduled. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this device was explanted. A new s-ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.